Event description:
Patient reported their teeth are not where they need to be, they still have gaps and crowding. Their mouth is also being cut from the aligners due to them being cracked. The aligner has a large crack and is not retaining their teeth properly.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.